Manufacturer narrative:
Device analysis report is attached. This report is submitted on june 13, 2024.

Manufacturer narrative:
This report is submitted on april 18, 2024.

Event description:
Per the clinic, the patient developed an infection at the postauricular area and experienced an episode of meningitis (specific date not reported). Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported) and was hospitalized to receive IV antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2024, and it is unknown if there are plan to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.